Manufacturer narrative:
Event date was not reported, aware date was used.

Event description:
It was reported that the patient experienced cerebral vascular accidents. It was reported via social media that the patient had the watchman left atrial appendage closure procedure and at an unknown time the patient experienced two minor cerebral vascular accidents which resolved without damage.